Event description:
The lps flex pin guide for the femur was placed on the femur in such a location where the fit was ideal and flush against the bone. After completion of the distal femoral cut, the pins were placed in the same distal drill holes created from the psi pin guide. The 4-in-1 gold flex mini block was placed over those pins and secured. The drill holes and pin position for the 4-in-1 mini flex gold block were set so posterior that the anterior cut produced from the gold block caused the femur to notch (3-4mm). This was discovered during the sawing of the anterior cut through the appropriate cutting slot on the gold block. The pin holes on the psi pin guides were in an incorrect location based on this pt's anatomy thus causing a 3-4mm notch in the anterior aspect of the femur. This was not reflected nor warned in the planning report.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. This reportable event was identified on october 17, 2011 as part of a retrospective review in reply to the FDA detroit district office, fei: 3005718816 (26 apr 2011).